Manufacturer narrative:
Investigation summary: with all the available information, boston scientific confirmed the reported tube crack as product analysis identified a leak in the pump kink resistant tubing. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the cylinder was visually inspected, leak tested, pressure tested and examined using a microscope. Cylinder has wear at folds in the cylinder body; no leaks wear found. Cylinder passed all tests performed. The standard inflate/deflate pump was leak tested, visually inspected, and examined using a microscope. The pump kink resistant tubing (krt) was fatigue and worn down to the filament; leak was present. Under microscope observation it was noted that the pump was contaminated. The outer layer of pump bulb was worn that result of wear against the pump strain relief krt junction. The identified of fluid leak could affect the functionality of device as device would not be functional after the system fluid was lost. Product analysis identified device malfunction with the returned pump. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient went to the hospital two weeks before the procedure because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and upon explant of the ipp, the device was inspected and a hole in the right cylinder and cracks in the connecting tube were identified. The cause of the cylinder hole and connecting tube cracks were not detailed by the hospital. A new ipp was implanted. The patient had a stable outcome following the procedure.

Event description:
It was reported that the patient went to the hospital two weeks before the procedure because the inflatable penile prosthesis (ipp) was not working properly. A revision surgery was performed and upon explant of the ipp, the device was inspected and a hole in the right cylinder and cracks in the connecting tube were identified. The cause of the cylinder hole and connecting tube cracks were not detailed by the hospital. A new ipp was implanted. The patient had a stable outcome following the procedure.